Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted by the event. The customer continued to use their pump for insulin therapy as the customer had sufficient remaining battery left in the pump.